Event description:
It was reported that at 238,360 joules while using the surgical fiber during a prostate procedure, the laser and aiming beam stopped. Time expended: 45 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild char; there is some white unknown substance noted inside the fiber cap; the bevel section is melted. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.